Event description:
Patient reported right side crease/folding of implant and seroma late. Later, patient representative reported ¿pain and discomfort in breasts¿, ¿anxiety and desperation to get a defective product out of body¿, ¿the patient was extremely worried when learned of the worldwide recall news¿, ¿anguish and suffering¿, ¿swelling and deformities¿, ¿homogeneous content in all sequences, on the right¿, ¿a series of inflammatory and recurrent symptoms¿, ¿folds¿. Device remains implanted. The following events are not device related: ¿inflammation manifested itself in the patient's throat¿, ¿odynophagia¿, ¿negative feelings of anguish, concern and fear that go beyond everyday unpleasantness¿, ¿hyperemia¿, ¿asia syndrome (adjuvant-induced autoimmune/inflammatory syndrome¿, ¿psoriasis¿, ¿alopecia¿, ¿vitiligo¿, ¿throat inflammations - the so-called tonsillitis¿, "persistent fever¿, ¿body pain and sore throat¿, ¿unspecified acute pharyngitis¿, ¿diffuse myalgia¿, and ¿tonsillitis-type infection¿.

Manufacturer narrative:
Adverse event problem health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.